Event description:
Customer reported receiving erratic readings on his freestyle freedom lite blood glucose meter. Customer reported receiving readings of "lo" (indicates a reading less than 20 mg/dl), 43 mg/dl and 94 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Additionally, the reported readings were not found in the device's internal memory log.